Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 and ps2 power supplies were evaluated and the calibrated to the optimal operating voltage. The fse also evaluated and recommended the mainframe battery packs for replacement. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system produced black images and locked up. No pt death or serious injury was reported related to this event.